Event description:
Child with fracture of right femur. To or on 3/5/96 for application of external fixator device. Displacement of device noted. Pt required return to or on 3/7/96. During pre-op manipulation of 2nd device, 2nd device broke. Third device then placed in pt, successfully.